Event description:
We have been having recurring problems since march 2012 with plum a and plum a+3 infusion pumps (>50). The infuser fluid shield fluid ingress may inadequately prevent fluid from entering the device and causing damage to the pumping mechanism and/or sensors. Fluid ingress could also result in the pump not recognizing the cassette. Error codes n180, 181, 186, 187, 250, 251 and 346 may be displayed. A delay or interruption could be caused. There have been no patient injuries as a result of this malfunction and the manufacturer states they will address the issue in the 2nd quarter of 2013.======================manufacturer response for infusion pump, plum a+ (per site reporter).======================manufacturer will address issue in 2nd quarter of 2013.======================manufacturer response for infusion pump, plum a+3 (per site reporter).======================manufacturer will address issue in 2nd quarter of 2013.what was the original intended procedure?infusion.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.